Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part # unk / unknown stem / lot # unk, part # unk/ unknown head / lot # unk, part #unk / unknown cup / lot # unk.

Event description:
It was reported the patient underwent an initial left hip arthroplasty surgery approximately 29 years ago. Patient indicated for a revision due to liner wear. However, no revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6 reported event was unable to be confirmed due to limited information received from the customer. Medical records were provided and reviewed by a health care professional. Review of the available records identified the patient underwent a left total hip arthroplasty due to degenerative joint disease and prior traumatic injuries cause by motor vehicle accident. Patient also had avascular necrosis. Zimmer biomet products were implanted. The position of the cup was changed as the joint dislocated during the rom procedure. No other complications were noted. Revision operative notes were not provided. Device history record (DHR) reviewed was unable to be performed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient reported that revision surgery had been postponed as he is no longer experiencing pain